Event description:
Spontaneous call from patient. Pump has stopped and not working properly. Received in 12/2022. Nurse informed patient that it is alarm *replace set 3*. Nurse came to phone and stated that she has been doing infusion for 5 years and does not think that the pump is pulling effectively. According to pump sheet it sounds appropriate volume has been pulled. Nurse stated that pump is giving issue with alarms about occlusion at port and requested new pump. Device on hand return, unknown if patient missed dose or experienced any adverse event. Indication: idiopathic urticaria and other diseases of capillaries. Pump #255037. Reported to (B)(6) by pt/caregiver.